Manufacturer narrative:
It is unclear which analyzer probe was involved in this event. It is also unclear why the field service representative was re-labeling the device. Re-labeling is not part of instrument installation. Labels are designed language independent in a clear understandable pictogram style and explained in the operator manual. In routine operation, the module will stop movement of all mechanical parts if the cover is opened. Trained field service representatives can perform special checks that will allow movement when the cover is open, however, must have special access to perform these checks. In this event, the field service representative worked without taking proper care.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The field service representative was installing a new c501 analyzer. While attempting to re-position a label near a needle, the field service representative was struck, "by a forgery-movement", with the point of the needle in the right thumb. The analyzer was switched off at the time. The device had not been run in routine testing yet, but calibrators had been run. The field service representative followed the blood protocol which will end in may 2014. The field service representative was not otherwise harmed by this event.